Manufacturer narrative:
Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Customer not returning, discarded broken file.

Event description:
In this event it is reported that a profile vortex blue 04/15 25mm file broke during use. Broken piece remains and was incorporated into the filling. No injury.